Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1szzh, product type lead product ID: 3389s-40, lot#: va1tp5h, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-may-2021, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 14-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a headache in which they felt a sharp pain at the lead cap site 5 or 6 times a day. They stated that the pain was a 9 out of 10, and sometimes would last a few minutes up to a few hours. There was no redness or evidence of infection. The pain could be reproduced when slightly palpating the site. A head CT was done and it was stated that the lead tips may slightly be retracted, however the neurosurgeon did not agree. The etiology was listed as possibly related to the implant procedure and not related to the device/therapy. Outside review of the CT has been ordered but not taken place. Additional information was received: it was reported that the patient's headache was considered related to presence of hardware beneath the scalp and was gone as of (B)(6) 2021. However, additional information has now deemed the issue related to the dbs products.